Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned guide wire. The reported polymer peeling was confirmed. The proximal end of the polymer coating was peeled distally past the tip but remained intact. There was no separation of the polymer coating or core. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the reported information and returned analysis there is an indication of a lot specific product quality issue due to polymer peeling and separations. The investigation determined the reported difficulties and noted polymer damages appear to be related to a potential product quality issue. The corrosion noted on the guide wire, was likely a result of exposure to the elements during transit back to abbott vascular for analysis. The noted bend on the guide wire likely occurred during packing for return analysis. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified profunda femoral artery. The command 18 guide wire was advanced through an unspecified balloon catheter then removed. While attempting to re-insert the command 18 guide wire, the tip appeared floppy and soft. It was confirmed via fluoroscopy that nothing was left in the patient. It was then decided that the procedure was complete, and a replacement guide wire was not needed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis confirmed there was no separation to the guide wire. The proximal end of the polymer coating was peeled distally past the tip but remained intact. There was no separation of the polymer coating or core.